Event description:
The customer reported falsely elevated alinity I ca 19-9xr and provided the following data: sample 1 results: 23.38 (march 26), 24.97 (march 27 before maintenance) & 27.81 (march 27 after maintenance). Sample 2 results: 129.08 (march 26), 174.59 (march 27 before maintenance) & 168.78 (march 27 after maintenance). Sample 3 results: 21.82 (march 26), 19.28 (march 27 before maintenance) & 26.08 (march 27 after maintenance). Sample 4 results: 167.91 (march 26), 177.0 (march 27 before maintenance) & 201.91 (march 27 after maintenance). Sample 1 results: 212.11 (march 27) & 270.24 (march 28). Sample 2 results: 22.67 (march 27) & 5.9 (march 28). Sample 3 results: 31.78 (march 27) & 39.61 (march 28). Sample 1 results: 25.18 (march 28) & 22.72 (march 29). Sample 2 results: 26.82 (march 28) & 23.97 (march 29). Sample 3 results: 71.47 (march 28) & 75.81 (march 29). Sample 4 results: 105.62 (march 28) & 108.45 (march 29). Sample 5 results: 164.16 (march 28) & 181.01 (march 29). Sample 1 results: 22.22 (march 29), 27.89 & 26.97 (mar 30). Sample 2 results: 62.54 (march 29), 72.37 & 76.07 (mar 30). Sample 3 results: 30.40 (march 29), 34.53 & 33.7 (mar 30). Sample 4 results: 61.27 (march 29), 59.36 & 59.59 (mar 30). Sample 5 results: 123.07 (march 29), 114.07 & 124.91 (mar 30). Sample 6 results: 289.57 (march 29), 255.18 & 341.86 (mar 30). The customer did not provide any clinical diagnoses for the patients. Per the customer the discrepant result(s) were not reported out of the laboratory. There was no reported impact to patient management. Update: additional testing was conducted. Sample 1: without preceding tests, the test result was 201.17, with 5 preceding tests, the test result was 170.38. Sample 2: the preceding test result was 160.69, with 12 preceding tests, the test result was 140.69. Without preceding tests, the sample was tested three times consecutively, with the results 165.04, 138.51, and 157.42. On april 12, one sample was tested after centrifugation. Without preceding tests, the test result was 187.42, with 10 preceding tests, 4 consecutive test results were 155.55, 166.26, 154.49, and 150.56. Two tests were conducted 5 minutes apart, and 5 consecutive results were 190.24, 161.57, 169.03, 172.50, and 176.45.

Manufacturer narrative:
Section b5 has been updated with additional information provided. An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
This report is being filed on an international product, list number 08p32-74 and there is a similar product distributed in the us, list number similar us ln = 8p32-21 / 31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I ca 19-9xr and provided the following data: sample 1 results: 23.38 (march 26), 24.97 (march 27 before maintenance) & 27.81 (march 27 after maintenance). Sample 2 results: 129.08 (march 26), 174.59 (march 27 before maintenance) & 168.78 (march 27 after maintenance). Sample 3 results: 21.82 (march 26), 19.28 (march 27 before maintenance) & 26.08 (march 27 after maintenance). Sample 4 results: 167.91 (march 26), 177.0 (march 27 before maintenance) & 201.91 (march 27 after maintenance). Sample 1 results: 212.11 (march 27) & 270.24 (march 28). Sample 2 results: 22.67 (march 27) & 5.9 (march 28). Sample 3 results: 31.78 (march 27) & 39.61 (march 28). Sample 1 results: 25.18 (march 28) & 22.72 (march 29). Sample 2 results: 26.82 (march 28) & 23.97 (march 29). Sample 3 results: 71.47 (march 28) & 75.81 (march 29). Sample 4 results: 105.62 (march 28) & 108.45 (march 29). Sample 5 results: 164.16 (march 28) & 181.01 (march 29). Sample 1 results: 22.22 (march 29), 27.89 & 26.97 (mar 30). Sample 2 results: 62.54 (march 29), 72.37 & 76.07 (mar 30). Sample 3 results: 30.40 (march 29), 34.53 & 33.7 (mar 30). Sample 4 results: 61.27 (march 29), 59.36 & 59.59 (mar 30). Sample 5 results: 123.07 (march 29), 114.07 & 124.91 (mar 30). Sample 6 results: 289.57 (march 29), 255.18 & 341.86 (mar 30). The customer did not provide any clinical diagnoses for the patients. Per the customer the discrepant result(s) were not reported out of the laboratory. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any associated potential non-conformances, non-conformances, or deviations with the complaint lot. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Ticket trending review has not identified any trends regarding commonalities for complaint lot and customer reported issue. The overall performance of the alinity I ca 19-9xr was reviewed using field data from customers with lot 58871fp00, which was manufactured with the same conjugate and microparticle lots as lot 58873fp00. A review of field data for the overall performance of lot 58871fp00 indicated the patient median results are within the established limits and did not identify any unusual reagent lot performance. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the alinity I ca 19-9xr reagent lot 58873fp00.

Event description:
The customer reported falsely elevated alinity I ca 19-9xr and provided the following data: sample 1 results: 212.11 ((B)(6)) & 270.24 ((B)(6)) sample 2 results: 22.67 ((B)(6)) & 5.9 ((B)(6)) sample 3 results: 31.78 ((B)(6)) & 39.61 ((B)(6)) sample 1 results: 25.18 ((B)(6)) & 22.72 ((B)(6)) sample 2 results: 26.82 ((B)(6)) & 23.97 ((B)(6)) sample 3 results: 71.47 ((B)(6)) & 75.81 ((B)(6)) sample 4 results: 105.62 ((B)(6)) & 108.45 ((B)(6)) sample 5 results: 164.16 ((B)(6)) & 181.01 ((B)(6)) sample 1 results: 22.22 ((B)(6)), 27.89 & 26.97 ((B)(6)) sample 2 results: 62.54 ((B)(6)), 72.37 & 76.07 ((B)(6)) sample 3 results: 30.40 ((B)(6)), 34.53 & 33.7 ((B)(6)) sample 4 results: 61.27 ((B)(6)), 59.36 & 59.59 ((B)(6)) sample 5 results: 123.07 ((B)(6)), 114.07 & 124.91 ((B)(6)) sample 6 results: 289.57 ((B)(6)), 255.18 & 341.86 ((B)(6)) the customer did not provide any clinical diagnoses for the patients. Per the customer the discrepant result(s) were not reported out of the laboratory. There was no reported impact to patient management. Update: additional testing was conducted. Sample 1: without preceding tests, the test result was 201.17, with 5 preceding tests, the test result was 170.38. Sample 2: the preceding test result was 160.69, with 12 preceding tests, the test result was 140.69. Without preceding tests, the sample was tested three times consecutively, with the results 165.04, 138.51, and 157.42. On (B)(6), one sample was tested after centrifugation. Without preceding tests, the test result was 187.42, with 10 preceding tests, 4 consecutive test results were 155.55, 166.26, 154.49, and 150.56. Two tests were conducted 5 minutes apart, and 5 consecutive results were 190.24, 161.57, 169.03, 172.50, and 176.45.